Event description:
Update summary: customer reported having a low alert at 7:30am. His blood glucose went up after eating breakfast. He had a high blood glucose event at 9am. No treatment was mentioned for the low. High was treated with pump. Customer had noticed that the infusion set adhesive was loose ¿ he had to change the set earlier. Customer alleged under delivery. Pump passed displacement test. Customer declined troubleshooting for the low. Troubleshooting was done for the high. Pump was used within 48 hours of the low and high. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, infusion set adhesive was loose, hyperglycemia and hypoglycemia. The customer reported blood glucose value of 390 mg/dl. The customer reported hyperglycemia was treated with insulin pump (subcutaneous insulin infusion) and hypoglycemia treatment was unknown. The event involved product(s) mmt-7040a, mmt-332a, mmt-242a, mmt-1884. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer was using the insulin pump within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.